Event description:
Head of anchor stripped off body as the anchor was being turned into the bone. Bone was "relatively" hard. Site had not been prepared with awl, dilator, or drill. Body of anchor remains in patient but not attached to any soft tissue.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4)